Event description:
It was reported that impedance measurements of >3600 ohms on bipolar pairs using electrodes 0, 1, 2, 3, 4, 6, and 7 were found. The patient also developed pain on the right side and tried programming to capture new pain area. A surgical revision may need to be done.

Event description:
Additional information: nothing else had been done or changed with regards to the stimulation since the device was reprogrammed, and the patient was doing "fine" with the new programming.

Manufacturer narrative:
(B)(4).